Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 27mm 8300ab aortic valve was explanted after an implant duration of 6 months due to severe paravalvular leak with severe hemolysis. The patient presented with heart failure ,chest discomfort, generalized weakness and shortness of breath. The explanted valve was replaced with a 27mm 11500a valve. The patient was transferred to the ICU in stable condition. Per medical records, the patient had a history of bicuspid aortic valve and prior surgical aortic valve replacement with aortoplasty. The patient presented with chest discomfort, generalized weakness, and shortness of breath and pleural effusions and anemia requiring transfusions. Pre-op tee showed left ventricular ejection fraction (lvef) of 55%, normal right ventricular function, and a bioprosthetic aortic valve with severe paravalvular leak and mean gradient of 7 mmhg with mild tricuspid regurgitation. Cta demonstrated moderate bilateral pleural effusions with compressive atelectasis and no aortic aneurysm or dissection . The patient underwent a redo sternotomy. The previously implanted valve was examined and it was found that there was a portion of the sewing ring along the left coronary sinus that was not apposed to the annulus. The previously implanted valve was explanted and a 27 mm11500a valve was implanted. The patient was separated from cardiopulmonary bypass without difficulty. Post bypass tee demonstrated a well seated and functioning valve with minimal gradient and no paravalvular leak. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.